Event description:
It was reported that the device exhibited an error code. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.